Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message and no blood pressure readings were displayed. The customer tried zeroing and reconnecting the fo cable without success. They were advised to use an alternate arterial line site. The central lumen on the iab was clotted and they had no other arterial line site available. They also had no pressure cable available. It was suggested that the next option would be to then replace the iab, but the customer stated the iab would be removed shortly and they feel comfortable leaving it as is until that time. The iab was later replaced. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Additional reporter: (B)(6). Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message and no blood pressure readings were displayed. The customer tried zeroing and reconnecting the fo cable without success. They were advised to use an alternate arterial line site. The central lumen on the iab was clotted and they had no other arterial line site available. They also had no pressure cable available. It was suggested that the next option would be to then replace the iab, but the customer stated the iab would be removed shortly and they feel comfortable leaving as is until that time. The iab was later replaced. There was no patient harm or adverse event reported. Reported via medwatch report # mw5112091 received 06oct2022: intra-aortic balloon pump (iabp) suddenly showed alarm of optic sensor failure. Md was immediately called regarding the alarm. We followed the instructions the device provided to troubleshoot the issue, but the alarm continued. The device rep was called but was unable to resolve the issue. Throughout the rest of the shift, every pvc/pac beat the patient had on the bedside monitor, the iabp was unable to receive an appropriate trigger and the device would automatically default into "standby" mode, thus not supporting the patient. The patient was experiencing more ectopy thereafter and we had to manually restart the iabp every few seconds. During this time, the patient denied any pain/ discomfort. The patient was taken to the cath lab for replacement of the iabp catheter and the console was also changed out.

Manufacturer narrative:
Additional information: brand name, lot #, catalog #, serial #, exp. Date, unique identifier (UDI) #, manufacture date. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The sheath was returned over the catheter tubing. A kink was observed on the catheter near the y-fitting approximately 75.9cm from the iab tip. A second kink was observed on the catheter tubing approximately 71.1cm from the iab tip. The extender and pressure tubing were also returned. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The technician successfully attempted to insert a 0.018¿ laboratory guide wire through the inner lumen of the returned iab with no difficulty. The evaluation confirmed the reported sensor failures. However, we are unable to determine how this failure may have occurred and has been escalated to respective supplier to determine a root cause. The reported clotted central lumen cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The reported iab had serial #(B)(6), however the returned and evaluated iab had serial # (B)(6). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The sheath was returned over the catheter tubing. A kink was observed on the catheter near the y-fitting approximately 75.9cm from the iab tip. A second kink was observed on the catheter tubing approximately 71.1cm from the iab tip. The extender and pressure tubing were also returned. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The technician successfully attempted to insert a 0.018¿ laboratory guide wire through the inner lumen of the returned iab with no difficulty. The evaluation confirmed the reported sensor failure. The root cause is addressed under scar 21-f-scar-14; in which it was found that the optical fiber was broken inside the connector assembly. Total preventive maintence was implemented for the eddy dispenser to establish a frequency maintenance using maximo platform. Additionally, weighing method improvement was implemented to ensure correct epoxy amount was placed into sensor cable connectors. An additional corrective action was guard installation with automatic motion on eddy dispenser to prevent take out connectors during epoxy injection cycle. The reported clotted central lumen cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4)

Event description:
N/a